Event description:
Per medwatch 039-0223-2000-0001: "during cardiopulmonary arrest, defibrillator power switch would not engage properly empowered the monitor, green light visual however, the defibrillator would not deploy joules to the pt."